Event description:
Caller reported experiencing a cartridge alarm during the pumping process, specifically alarm 30, but confirmed it did not cause the blood glucose level to exceed 500 mg/dl. Customer reverted to an alternate method of insulin delivery.